Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer did not perform the air removal step. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed high blood glucose by administering a correction bolus using the pump. Customer received guidance on the importance of completing the air removal step before filling the cartridge. The issue was resolved by reloading the original cartridge.